Manufacturer narrative:
(B)(4). The pump was received with a scratched case and a cracked case-corner of belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. Moisture damage was also found on the vibrator. No moisture damage on the motor, battery tube or keypad assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed a replace battery alert. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.